Manufacturer narrative:
The device was not in clinical use. No patient or user harm was reported.

Event description:
The customer reported power management board lost its 35 spot power supply. The customer confirmed the reported failure. The customer states the unit has lost 35vdc supply and advised (B)(4) power management (pm) printed circuit board assembly (pcba) replacement. The device was not in clinical use. No patient or user harm was reported.

Manufacturer narrative:
The issue has been reported to competent authorities. However, upon further review, the reported issue has been deemed not reportable as the device was outside of clinical use; and does not present a potential risk of patient harm or injury. Based on this information, this complaint no longer meets regulatory reporting criteria.

Manufacturer narrative:
G5:510(k)#: k102985. B4: 05aug2021. The field service engineer (fse) confirmed the following diagnostic error codes cbit blower stalled, aux alarm supply failed, post 35v failed, and post backup audible failed. The fse replaced the power management (pm) printed circuit board assembly ( pcba) to resolve the issue. The unit was tested, and it was returned to service.